Event description:
It is reported that the device was implanted in 2002. Osteolysis formed on the medical screws in the tibia, and a revision surgery will be necessary. The revision surgery has been scheduled.

Manufacturer narrative:
Evaluation summary: cause cannot be definitively determined. Evaluation: no product was returned for eval. Device history records indicate MFR to specification.